Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 350-400 mg/dl. Customer administered insulin injections to address bg. Pump system check was performed with tandem technical support and air bubbles were observed. Customer attempted to remove air by delivering a bolus. Customer reverted to using another pump. Customer used humalog for approximately 3 days versus the labeled 48 hours. Reportedly, customer changed pump supplies and reverted back to the tandem pump.